Event description:
It was reported to boston scientific corporation that an exalt model d scope was used on an endoscopic retrograde cholangiopancreatography (ercp) used to treat stones performed on (B)(6) 2024. During the procedure, the image flickered. Subsequently, visualization was lost completely and was unable to be regained. The procedure was successfully completed using another exalt scope. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.